Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the loop opened after the second bite. It was getting the needle through the loop after the first bite was okay, but pulling the v-loc through after the second bite, the loop opened and the v-loc came out of the material instantly. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The suture was received with an open loop. As no sealed samples were returned, a laced-through loop test could not be performed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.